Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery depleted quickly. In addition, it was reported that insulin delivered through boluses was inaccurate. Reportedly, customer "did not see the change in blood glucose level expected" after a bolus was delivered. Customer declined troubleshooting with tandem technical support. There was no reported impact to customer's blood glucose level.